Event description:
A 20 mm diameter x 12 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Vessel morphology is unknown. It was reported that the bifurcated device was pulled down approx 2 cm as the runners were removed; therefore, a 20 mm diameter x 3.75 cm length aortic cuff was implanted to ensure an adequate seal. After the arotic cuff was implanted, an endoleak was reported, which was resolved by balloon angioplasty. It was reported that a computerized tomography scan and plain films revealed that the aortic cuff had separated from the bifurcated stent graft. Recent films suggest some angulation of the aortic neck. A talent stent graft has been ordered to cover both devices and re-exlcude the aneurysm. Implantation of the talent stent graft is scheduled for 10/21/2002.